Manufacturer narrative:
The serial number was unknown. Therefore all information pertaining to the device is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event: it was reported that prior to surgery, when the console device was used in conjunction with an unknown drill device, an ¿error on the console¿ device was observed. The reporter stated that ¿she thought it might have been an e2 error, but she did not remember clearly¿. There were no delays to the planned surgical procedure as identical spare devices were available for use. There was patient involvement reported. The reporter was unable to provide information regarding the type of drill device used or the serial number involved. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.